Event description:
The customer reported that the system displayed poor quality images during fluoroscopy. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. High voltage cables were ordered. The video connector was tightened. The system was tested and found to be working as intended and put back into service.